Manufacturer narrative:
The catheter was returned for evaluation without the guidewire; therefore, any contributing factors from the guidewire could not be assessed. An in-house guidewire was inserted into and through the catheter lumen without issue. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking from a hole distal of the distal marker band. The cause of the damage could not be determined. No other anomalies were observed. (B)(4).

Event description:
Medtronic (covidien) received information that during the preparation for a left internal carotid artery (ica) balloon occlusion test, the hyperform balloon was discovered to be ruptured as 50:50 contrast-saline solution was injected slowly to flush the balloon lumen. The balloon was never inflated due to the rupture. It was noted that the tip of the guidewire was advanced approximately 1-2cm out of the balloon catheter¿s distal tip and the guidewire was not shaped by the physician. The patient was treated successfully with a new device. No further information was available. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The balloon catheter has not been returned for evaluation. The guidewire will not be returned for evaluation as it was not kept by the site. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).